Event description:
It was reported that the micro sagittal saw heated up during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the rotor bearings were found to be worn. The presence of worn bearings could cause or contribute to the handpiece heating up.